Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of drainage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage.

Event description:
A patient reported they experienced the events of ¿silicone implants have been recalled¿, ¿causing medical issues¿, ¿constant headaches¿, ¿breasts are leaking what seems to be a liquid substance¿, ¿have extremely bad inflammation throughout my body¿, and ¿chronically fatigued¿ this record relates to the right side. The device remains implanted.